Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and analysed the system log file. The analysis identified the host pc did not start. Upon further inspection it was determined that this issue was caused by a faulty rear panel power supply, which provides power to the host pc. The fse replaced the rear panel power supply and returned to philips for further analysis. The analysis revealed that there was no output from 24v2 and 24v3. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.